Manufacturer narrative:
The patient had a medical history of hypertension and hyperlipidemia. The index procedure was prompted by non-stemi. During the index procedure ((B)(6) 2017) one resolute onyx des was implanted in the cx and one resolute onyx des was implanted in the rca. Cec adjudicated a non-q-wave mi (target vessel), 3rd udmi peri-pci occurred on the same day. The patient died. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient suffered myocardial infarction. Safety adjudicated the event as possibly related to the device.